Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 111.5, 117.0 and 132.0 cm from the proximal end. The pusher assembly mid-joint was retracted through the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. The introducer sheath was slightly kinked approximately 8.0 and 20.0 from the proximal end. Conclusions: evaluation of the returned pod8 revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock and the pusher assembly was kinked near the mid-joint. If the mid-joint is retracted through the fiction lock, resistance may be experienced during advancement, and damage such as a pusher assembly kinks may occur. During functional testing, the pod8 was re-sheathed properly from its returned position within the introducer sheath with resistance while advancing the mid-joint through the friction lock. The pod8 was then advanced through the introducer sheath and a demonstration microcatheter with resistance due to the pusher assembly kink. Further evaluation revealed additional kinks on the pusher assembly and introducer sheath. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the follow-up #01 and are being corrected on this follow-up #02 MFR report. 1. Section h. Box 6. Results code 2. 2. Section h. Box 6. Results code 3 should have been blank. 3. Section h. Box 6. Conclusions code 1. Evaluation of the returned pod8 revealed blood within the introducer sheath and the pusher assembly was retracted proximally in the sheath. Evaluation also revealed kinks on the pusher assembly. Based on the location of the kinks, this damage was likely incidental to the reported complaint. Resistance was experienced during functional testing due to the pusher kinks and coagulated blood within the introducer sheath. The root cause of the resistance experienced during the procedure could not be determined. Section h box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the resistance experienced during the procedure. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod coils and non-penumbra microcatheter. During the procedure, the physician experience resistance while attempting to advance a pod coil within its introducer sheath. Therefore, the pod coil was removed. It was also reported that the physician was unable to advance the pusher assembly of the pod coil on the back table. The procedure was completed using ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.